Event description:
It was reported that, during ventricular tachycardia, the patient had inappropriate shocks due to oversensing via a change in the intrinsic complexes. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.